Event description:
It was reported that a patient underwent a sling procedure in 2009. On the same day, the patient presented with urinary retention. Since the patient was unable to void after surgery, a "pull down" the following day, was performed. The patient was able to pass urine afterwards but was still retaining high volumes. The patient was discharged with a catheter. At this time, the event is still ongoing.

Manufacturer narrative:
Date sent to the FDA: 04/01/2009. Urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records will conducted and the batch met all finished goods release criteria.